Event description:
An endurant abdominal stent graft system was implanted in a pt for the emergent endovascular treatment of a pre-operative ruptured abdominal aortic aneurysm approx two months ago. It was reported that the ruptured aneurysm resulted in a large retroperitoneal hematoma, so the pt was highly unstable. Vessels were non-tortuous and non-calcified. An endurant aui (ref MFR 2953200-2011-01783) and two endurant iliac extensions (ref MFR 2953200-2011-01784 and ref MFR 2953200-2011-01785) were implanted. During the post-angiogram, a distal type I endoleak from the aui stent graft and a junctional type iii endoleak at the overlap area of the two iliac extensions was noted. It was reported that the amount of over lap between the iliac extension may have been inadequate. The physician implanted two stent grafts from another MFR were implanted successfully resolve the type iii endoleak, between the two stent grafts. Then, on the control CT, another possible proximal type iii endoleak was seen (ref MFR 2953200-2011-01783), coming through the fabric once contrast was injected inside. The physician implanted two stent grafts from another MFR were implanted to intervene successfully resolving the suspected fabric related, type iii endoleak. No clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak). (Pre-operative ruptured abdominal aortic aneurysm). (Treatment of a pre-operative ruptured abdominal aortic aneurysm). Conclusions: (pre-operative ruptured abdominal aortic aneurysm). (Treatment of a pre-operative ruptured abdominal aortic aneurysm).